Event description:
The customer reported that the sys failed to boot to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The reported issue could not be duplicated. The boards and connectors were reseated during the svc call. The sys was tested and found to be working as intended and returned to svc.